Event description:
Customer reported a malfunction related to an occlusion and cartridge alarm. There was no reported impact to the customer¿s blood glucose level. It was noted that technical support verified cartridge alarm 35 in the logs, and the customer was advised to call back for further confirmation and documentation of the alarm.